Event description:
(B)(4) learned from a customer about an event that occured where the celt was deployed by a scrub technologist on a patient. Bleeding was seen after device delivery removal and manual compression was used to achieve hemostasis successfully. During the time of manual compression flouroscopy was used to determine if the celt implant had embolized into the artery. It was confirmed that it had embolized during deployment into a branch of the profunda femoris. Patient's leg was assessed and there were no signs of diminished pulses or ischemia. The patient was discharged without incident.

Event description:
(B)(6) medical learned from a customer about an event that occured where the celt was deployed by a scrub technologist ((B)(6)) on a patient. Bleeding was seen after device delivery removal and manual compression was used to achieve hemostasis successfully. During the time of manual compression, fluoroscopy was used to determine if the celt implant had embolized into the artery. It was confirmed that it had embolized during deployment into a branch of the profunda femoris. Patient's leg was assessed and there were no signs of diminished pulses or ischemia. The patient was discharged without incident.